Event description:
During surgery, the trocar broke when the surgeon took out the telescope. A second trocar was used on the patient. It broke as well. A third trocar was used successfully.the day before another trocar broke during surgery with the same model and lot number.